Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The data log was reviewed and firmware errors were observed. The customer complaint was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a system check passed message and all previous data was deleted. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.